Manufacturer narrative:
(B)(4). Jaws.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.